Manufacturer narrative:
The investigation of the reported failure has been completed. Simulated use testing of the returned turbine module did not reproduce the reported technical alarm error code, the unit does fail the pre-use check. This issue has however proven to have an intermittent nature, the problem description and the date of manufacture can confirm the issue. The cause has been determined, investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators during that period of time. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new ventilators devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improvement was implemented.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref #: (B)(4).